Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice and would not fill the tubing. The customer noted that the insulin pump had a dark circle on the display. The customer did not provide the blood glucose reading. The call was disconnected while the customer was being transferred for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.